Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented with an implantable cardioverter defibrillator (ICD). That was exhibiting a diagnostic anomaly. No changes or intervention was reported. The patient condition was unknown.